Event description:
It was reported that they had an arctic sun device that had no flow and gave an error 41. Functional check was done flow rate was 0.0lpm, inlet pressure was 0psi, circulation pump command was 100 percentage, failed circulation pump, system hours were 5036 and pump hours were 4463. They requested a quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an arctic sun device that had no flow and gave an error 41. Functional check was done flow rate was 0.0, inlet pressure was 0, circulation pump command was 100 percentage, failed circulation pump, system hours were 5036 and pump hours were 4463. They requested a quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had an arctic sun device that had no flow and gave an error 41. Functional check was done flow rate was (B)(4), inlet pressure was 0, circulation pump command was 100 percentage, failed circulation pump, system hours were 5036 and pump hours were 4463. They requested a quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.